Event description:
It was reported that the right ventricular (rv) lead was explanted due to unknown issues. Subsequently a new lead was successfully implanted. No additional patient adverse effects were reported.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to unknown issues. Subsequently a new lead was successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned. An extracting stylet was returned stuck in the lead. The setscrew marks were in correct location on the terminal pin. Melt marks were noted in outer insulation, likely due to explant electro cautery damage. Environmental stress cracking (esc) was observed in several places on the lead surface. The helix was partially extended, and dried body fluid and tissue were noted in the helix housing. Testing was completed to assess lead electrical performance and it passed, indicating the conductors were intact on the segment of lead returned. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.